Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and deformation. Weight measurement identified device weight to the specification. No openings observed in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process; no observed openings in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel bleed.

Event description:
Health professional reported right side "possible rupture." Additionally, healthcare professional reported "gel bleed sticky on implant." Device has been explanted.